Event description:
Report 2 of 2. The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. At 1241, line a was programmed to deliver an unspecified concentration of pitocin, at a rate of 6ml/hr, with a vtbi (volume to be infused) of 1000ml, and the delivery was started. At 1310, the rate was titrated to a rate of 12ml/hr. At 1346, the rate was titrated to 18ml/hr. At 1615, the delivery was titrated to 24ml/hr. The baseline fetal heart tones (fht) were in the 130's bpm (beats per minute). At 1701, the nurse was notified that the mother was "experiencing extreme pain." At this time, the nurse noted the fht had decreased to 70's bpm, and that the device displayed a rate of 244ml/hr. The delivery was stopped. The mother was treated with an unspecified bolus of IV fluid, oxygen at a rate of 5l/min via a mask and was placed on her left side. After 1 minute, the fht returned to baseline. The device was removed from clinical svc. Therapy was resumed using a replacement device. On (B)(6) 2011, the baby was delivered with no reported complications. At 1 minute, the apgar score was 8 and at 5 minutes was 10. The pt was discharged home on (B)(6) 2011. During a review of the device history, the customer contact indicated the device was programmed to deliver at a rate of 244ml/hr, instead of the intended rate of 24mlhr. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.1ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/ -1ml (+/- 5%). The device maintained the programmed rate throughout the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. The customer contact indicated the event was the result of an operator error in programming the device. The device history was downloaded at the svc ctr. A review of the device history indicates that on (B)(4) 2011 at 1241, line a was programmed to deliver at a rate of 6ml/hr with a vtbi (volume to be infused) of 1000ml for a duration of 166 hours and 40 minutes and the delivery was started. At 1310, line a was reprogrammed to deliver at a rate of 12ml/hr and the delivery was started. At 1346, line a was programmed to deliver at a rate of 18ml/hr and the delivery was started. At 1615, line a was reprogrammed to deliver at a rate of 244ml/hr and the delivery was started. At 1701, the delivery on line a was stopped with a volume infused of 243.1ml, and the device was turned off. A review of the device history indicates the device delivered as programmed. This report represents all the info know by the reporter upon query by hospira personnel.